Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for high blood glucose on . Blood glucose reading was 600 mg/dl. The customer could not recall the exact date of the hospitalization. Customer stated that she was not aware that the infusion site should be changed. The site caused the corrections from the insulin pump to not work. The customer showed symptoms of high blood glucose in the form of throwing up. Customer had treated with manual injections but it did not bring the blood glucose levels down. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump was already being returned so troubleshooting could not be performed. Nothing further reported.